Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up the right ventricular lead was found to have externalized conductors. The patient received inappropriate high voltage therapy. Electrical testing revealed lead noise and low, out of range, pacing lead impedance. The lead was capped and replaced. During the procedure a fracture was noted on the lead. The patient was in good condition following the procedure.